Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had charging issues wherein the ipgs was having difficulty holding a charge. The physician believed that the thoracic stimulator was malfunctioning and would like to have leads replaced. The physician suspected device malfunction. The patient underwent replacement of the ipgs and leads. The patient was doing well postoperatively.